Event description:
It was reported to nova biomedical that a consumer received a result of "hi" greater than 600 mg/dl) on his blood glucose meter. The consumer did not feel that result was accurate. During the call to customer support, it was revealed that the consumer originally used expired control solution on her test strips to determine their integrity and accuracy. Using new control solution, the consumer performed another control solution test during troubleshooting with customer support showing the test strips to fall out or range. The meter and test strips will not be returned for evaluation, they were discarded by consumer.

Manufacturer narrative:
Test strip lot # 1020213354, expiration date: 12/2015, control solution lot # 1030214093, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.